Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was completed and it was noted that based on the information provided it is suspected that there was movement of anatomy relative to frame during screw placement, but there is no way to confirm this. Logs and archives cannot capture this information so would not be helpful. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735740, version #: 1.2.0. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that an alleged inaccuracy occurred when using the navigation system and the imaging system. They were using perc pins for the reference frame placement and the manufacturer representative (rep), believes the frame got bumped when removing the drape. The rep made them aware of the issue and they decided to proceed, then the rep stated that there was at least one misplaced screw. Unknown which level or if there were more, no other information was provided at the time of the call. Additional information was received stating that the procedure was approximately 180min delay because they had to convert from an perc to open procedure and decompress and start over with screws. The inaccuracy was about 15mm there were 4 misplaced screws, 2 lateral and 2 medial at t11 and l1 bilaterally. The screws were removed and the procedure was converted to open and new screws were put in under the c-arm. The patient was affected with some movement in the right leg, no movement or function in left.